Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Manufacturer narrative:
Product inquiry states the step drill returned to be the subject product. No further associated products were reported. Review of the manufacturing records revealed no discrepancies. The item returned was documented as faultless prior to distribution. During investigation no material, design or manufacturing related issues were found. As the lag screw step drill had been in use for a longer time (manufactured in 2012) we pre-suppose that the device had fulfilled its tasks in former surgeries as intended without any problems reported. The cutting edges of the step drill received are significantly worn, deformed and covered with dents. Material is displaced. The step drill is not sharp anymore. The tip of the step drill is significantly damaged. All primary cutting edges are completely torn and bent outwards over a length of approx. 10 mm from the tip. The evaluation of the damage characteristics indicates that the event is related to intra-operative damage of the device ¿ most likely caused by contact with a hard object and generated due to progressed drilling with high axial load under excessively high torque conditions. Such kind of damage is only possible when unanticipated excessive force had been applied. In case of intended use such damage would not have occurred. Based on the above facts it can be ascertained that the root cause of the reported event is not related to a deficiency of the device, but is rather user related (non-intended use / deviation from surgical technique). The brochure instructions for cleaning, sterilization, inspection and maintenance (l24002000) shows several examples of damage and recommends removing of such damaged products. No non-conformity was identified.

Event description:
It was reported that during primary left hip surgery, the reamer bent. The surgeon proceeded to open a new tray.

Event description:
It was reported that during primary left hip surgery, the reamer bent. The surgeon proceeded to open a new tray.